Manufacturer narrative:
(B)(6). There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error was found before use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "three outer cartons were sent to the hospital. During placing them in the warehouse at the hospital, it was noticed that the date on the packaging units did not match the date. Customer mail: hello everyone, please have the vacutainer from the above mentioned complaint picked up at the goods receiving department. This is additionally a faulty labelling on the part of bd." 3500 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos show a shelf pack label with lot number 9084781 and a case label with lot 9246516. Although photos show these are different lots, the lots were manufactured 5 months apart; therefore this mix-up would not have occurred during manufacturing. Moreover, bd distribution sites do not allow for the repackaging of case cartons (box with 1000 tubes or 10 shelf packs); therefore, this should not have occurred at a bd distribution center. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that label error was found before use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "three outer cartons were sent to the hospital. During placing them in the warehouse at the hospital, it was noticed that the date on the packaging units did not match the date. Customer mail: hello everyone, please have the vacutainer from the above mentioned complaint picked up at the goods receiving department. This is additionally a faulty labelling on the part of bd." 3500 occurrences were reported.